Event description:
The customer reported high sodium (na) results and low-quality control for two patients on their au5800 clinical chemistry analyzer. The samples were repeated on another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for two patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise buffer valves were defective. The fse replaced the ise buffer valves to resolve the issue. The fse performed quality control and patient samples, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).